Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the investigation outcome. The manufacturer has received the logfiles for analysis. According to the logfiles, the ventilator triggered a 'ventilator unit connection lost' and other several alarms. Therefore, the log files confirmed the issue. (B)(6) 2025 14:03:33, tf : 2438, tech fault 2438; (B)(6) 2025 14:03:33, tf : 2450, tech fault 2450; (B)(6) 2025 14:03:32, tf : 9914, tech fault 9914; (B)(6) 2025 14:02:04, ventilator unit connection lost alarms 5024. (B)(6) 2025 14:02:04, ventilator unit connection lost alarms 5024. To resolve the issue, the vu to ip cable and the esm vu were replaced. After replacing these components, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf9914. No patient involvement.